Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens back haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed using another lens.

Manufacturer narrative:
H6: results - (other): visual inspection of the returned product showed that one lens haptic was torn off and the lens optic was torn in half. Clear surgical residue/ debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.